Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. A definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed.

Event description:
It was reported that a 31mm 7300tfx valve in the mitral position underwent a valve-in-valve procedure after an implant duration of 5 years, 11 months due stenosis. The tmvr was performed with a 29mm 9600tfx transcatheter valve.

Event description:
It was reported that a 31mm 7300tfx valve in the mitral position is under evaluation for a valve-in-valve procedure after an implant duration of 5 years, 11 months due stenosis. The tmvr was performed with a 29mm 9600tfx transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.